Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft fracture occurred. The 100% totally occluded lesion was located in the left anterior tibial artery. A 3.0x38mm taxus liberte' long stent was advanced to the lesion and broke mid shaft while trying to cross the lesion. The device was removed without any issue. No patient complications occurred. Patient status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination identified a hypotube break 13.6cm from the catheter strain relief. There were also kinks along the entire length of the hypotube. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user error. The dfu states that taxus liberte should only be used in native coronary arteries and in this case the device was used in the left anterior tibial artery. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft fracture occurred. The 100% totally occluded lesion was located in the left anterior tibial artery. A 3.0x38mm taxus liberte long stent was advanced to the lesion and broke mid shaft while trying to cross the lesion. The device was removed without any issue. No patient complications occurred. Patient status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)